Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient was advised to close and re-open the application. Application was working properly again. No injury or medical intervention was reported.